Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2018. It was reported that the patient came into the ER on (B)(6) 2018 with the empty pump alarm going off. The hcp reported that the patient missed their refill back in (B)(6) and their alarm had been occurring ever since. The patient's pump was refilled with saline at the ER. The hcp reported that the elective replacement indicator (eri) had occurred and end of service (eos) was expected to occur soon. The hcp requested the "pump off" password. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 8 mg/ml hydromorphone at an unknown daily dose via an implantable infusion pump for non-malignant pain and failed back syndrome. It was reported that the patient's pump was empty and had been alarming every 10 minutes in the (B)(6) 2017. The patient was wondering if there was "any chance of outside source manipulation of the pain pump from anywhere to change settings". The patient then asked "what can the pump be set to do other than just deliver pain medication? Can it be set to track someone? What if they get a hold of my ID card?". The patient also asked to clarify that the pump had "none of those other capabilities other than delivering medication?" And "there's no way to stop the alarm from a distance, I have to go to the doctor?". The patient mentioned the doctor was going to do surgery to replace or remove the pump. The patient wanted to see how she would do without pain medication. The patient stated there doesn't "seem to be too bad" but the patient noticed a bit of difference "but not a huge difference" so she thought maybe she "should try something else instead of having this in me". The patient did not think she "felt anything different until the middle to the end¿ I don't know when it happened but I could feel a difference at one point. I don't know if it's just because I overdid it, or if it was just because the pain medication ran out, I don't know honestly". The patient mentioned they had to call the doctor anyways to make sure they were setting up the procedure either to have it taken out, or a new one put in. It was still kind of up in the air honestly. The patient did not think they really wanted one back in, but they did not really know what else to do, anyway that was their decision.